Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had loud winding noises before the screen went black. Customer¿s blood glucose level was unknown. Customer also reported that insulin pump had no longer turned on or displayed any information on the screen and no longer dispensed insulin. The device will not be returned for analysis.